Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the lead was going to be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The product was returned for analysis. It was reported the patient recovered without sequela. No further complications were reported.

Manufacturer narrative:
Analysis of the lead (serial# (B)(4) found the returned device passed all functional testing in the laboratory. No anomalies were identified. Due to the reported complaint, an insulation leakage test was performed and normal impedances were observed, indicating there were no leakages observed in the insulation. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977d260, serial (b(4), product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with a trial stimulator for failed back surgery syndrome. It was reported there was a low impedance on a trial lead. The low impedances were found during intra-op testing during the trial. Impedances on electrodes 0-7 were all less than 50 ohms. The physician had both leads on the table. After placing the first lead, the patient felt paresthesia around 2-3 v. However, after repositioning the lead more midline for better coverage, amplitude was tested up to 10.5 v without any paresthesia. Numerous impedance checks were done on 0-7 and 8-15 slots of the multi-lead trialing cable (mltc) and both had impedances of less than 50 ohms. A different external neurostimulator (ens) was used and still showed low impedances. The healthcare provider used the other lead from the table and placed it in the target location and removed the defective lead. The new lead was tested in both 0-7 and 8-15 impedance checks and both were found to be good impedances around 1,000 ohms. The patient felt paresthesia around the pain targets and the hcp decided one lead would be sufficient. The patient continued to note proper paresthesia post-op. No further complications were reported.